Manufacturer narrative:
The other applicable components are: product ID 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that nothing was done in relation to the pulled out lead. The device was working fine. The cause of the urge to void, painful voids, constipation, and pulled out lead was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was able to have urge to void but was painful. Patient had constipation and felt it may have altered her voiding pattern. Patient felt that they might have pulled lead out, had tape falling off. Patient had sister check and stim was increased and patient stated they received a jolt and took some time to feel comfortable again. Since then patient was comfortable and voiding again as before. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.